Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was shocked externally by emergency medical services (ems). The patient had concerns as to why the device didn't deliver shocks.